Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no further information regarding the complaint at this time. There is no adverse event associated with this complaint. This complaint is being reported because of the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling, and all of the keypad buttons were found to be responding properly. The keypad was removed and contamination was observed under all of the button contacts. The bolus button was found to be torn.